Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4 cm saccular thoracic aortic aneurysm. The iliac vessels were moderately tortuous, and the aortic arch was slightly angulated. It was reported that after the talent stent graft was successfully deployed, the physician experienced difficulties when removing the delivery catheter; however, the delivery system was able to be removed from the patient. After the removal from the patient, it was noted that the nose cone had been pulled back so, far that the outer sheath of the delivery catheter was accordioned. Part of the delivery catheter will be returned for evaluation. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: other (pending device return). Conclusion: other (pending device return).